Manufacturer narrative:
This supplemental report is being submitted to provide the correction and updates of the final investigation. Corrected fields: h6 updated fields: h2, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive root cause of the event was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, a dent was observed on the channel tube of the gastrointestinal videoscope, which prevented smooth insertion of the forceps. There was no patient involvement